Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received internal insulation abrasions were noted at 13.6cm-14.3cm, 18.0cm-18.3cm, and 31.5cm-32.0cm from the distal tip electrode. The etfe coating of one cable was abraded and svc cables were exposed. This abrasion is consistent with friction to another device. External insulation abrasion was noted at 39.1cm-39.4cm from the distal tip electrode. Rv and svc coils were exposed. Complaint received with return of device. Failure (event) observed during analysis.